Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with a damaged 320x240 color lcd module. This condition has potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This was not reported by the customer. This involved an unremediated colleague infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a cracked main display. To correct the condition, the main display was replaced. If any additional information is received, a follow-up MDR will be sent.